Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion); incorrect technique/procedure (using a balloon to move the position of a device after stent graft deployment). Conclusion: operational context contributed to event (using a balloon to move the position of a device after stent graft deployment).

Event description:
An endurant stent graft system was implanted and a reliant was used for the endovascular treatment of a saccular abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the proximal neck diameter was 19mm. The aneurysm entrance was 20mm in diameter. The proximal neck length was 15mm. The vessel diameter of the right common iliac was 20mm and the right internal iliac artery branch diameter was 14mm. The minimum vessel diameter of the right external iliac artery was 8mm and the right common artery length was 44mm. The vessel diameter of the left common iliac 12mm and the left internal iliac artery branch was 14mm in diameter. The minimum diameter of the left external iliac artery was 8mm and the left common iliac artery length was 34mm. The aneurysm length was 99mm. It was reported during the index procedure and when the main body was deployed by left access the stent graft slightly covered the left internal artery. The physician decided to push up the main body using a reliant balloon; however, through an angiography it was confirmed that the left internal artery was occluded. The physician stated that the landing zone seemed to be shorter than the initial measurement. In addition, the patient was still recovering from a subarachnoid haemorrhage surgery presenting low activity so that it is predicted to have low probability of buttock claudication. In the past the patient had landing for both external iliac arteries, but did not have any issues such as intestinal necrosis. Therefore, the patient will remain under observation. The patient is fine and no clinical sequelae were reported.